Manufacturer narrative:
(B)(6).

Event description:
Reportable based on additional information received 14feb2022. It was reported that the console screen did not display during preparation and there was no patient involved. It was further reported that the console screen did not display during a procedure. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the device able reach the target speed 180,000rpm. At the beginning of the procedure, the display was still visible, but by the end of the procedure, it was almost impossible to see the rotation speed. The console screen would not display the rotation speed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1 e1: (B)(6). Device evaluated by manufacturer: rotapro console rp001650 was received. The advancer electrical simulator connection port was damaged, and the console screen was scratched. Therefore, the console failed visual inspection. A functional test was done on the console. It failed the functional test because its normal mode flow was out of specs., and the parts of the display screen were not visible. The complaint a part of the lcd is not visible is confirmed, and the most likely cause is component failure. The components that caused the failure are a defective pneumatic kit and the defective front housing of the console.

Event description:
Reportable based on additional information received 14feb2022. It was reported that the console screen did not display during preparation and there was no patient involved. It was further reported that the console screen did not display during a procedure. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the device able reach the target speed 180,000rpm. At the beginning of the procedure, the display was still visible, but by the end of the procedure, it was almost impossible to see the rotation speed. The console screen would not display the rotation speed. The procedure was completed with this device. No patient complications were reported.